Manufacturer narrative:
The pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test or verify alarm due to blank display. The pump was received with minor scratched lcd window, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the reservoir compartment. The customer states they fell on concrete floor. The customer's blood glucose level was unknown. The customer's levels had been as high as 600mg/dl. The customer treated with manual injections. The customer states the pump had gone blank and would not power back on. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.